Event description:
It was reported that during an implant procedure, after successful placement of the coronary sinus (cs) lead, the physician had difficulty to slit the acute universal inner catheter. During this process, the left ventricle (lv) lead exited through the proximal end of the partially slit sheath. Upon inspection, the lv lead was noted to have apparent insulation damage. The physician elected to not use the lv lead and a new lead was implanted. The patient was stable throughout the procedure.

Event description:
New information received that insulation appeared to be twisted.